Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was confirmed; the probe image is poor, there are black vertical lines on the left and right of the image. The root cause of the reported issue of poor image quality was identified as use related. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
User reported probe was yanked resulting in poor image quality.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
User reported probe was yanked resulting in poor image quality.